Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they couldn't charge the implanted neurostimulator or the controller battery. Patient stated that the controller kept turning on and off, so they took the controller apart and found that there was a screw that the plastic broke around so the battery wasn't making a connection with the controller. Patient said that they fixed the issue by having the controller held together with a c clamp. Patient noted that they could now charge their ins, however the recharger wire was heating up really bad when they would recharge the ins. When asked for the event date, patient stated that they would say it was a couple weeks ago. An email was sent to the repair department to replace the controller and recharger. Patient mentioned during the call that they had been away from pain medication for about three years now so they were just using the stimulator and they didn't have a managing hcp for the ins.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.